Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a irrigation leak test. Additionally, multiple short circuits were detected. Further investigation revealed the pi irrigation tubing had been fractured at the distal end of the catheter, consistent with the failed irrigation leak test and observed short circuits.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter and short circuit.